Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer addressed alarms by changing the pump supplies and resuming insulin delivery prior to calling tandem technical service . Customer's blood glucose was in the 140s (mg/dl) at time of event.